Manufacturer narrative:
H3: evaluation could not be determine the reported malfunction, the device can look the tool. However it was also noted that distal bearing is detached, the tube doesn't extend/retract smoothly. The laser markings are faded. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tools / blades were not locking. It was reported that there was no patient impact. Additional information stated that bearing detached found during evaluation.